Manufacturer narrative:
During ge healthcare technician checkout, the bag to vent switch was noted to be faulty. No report of patient involvement. (B)(4).the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit alarmed for fault during pressurizing. There was no reported patient involvement.